Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported mechanical issue appears to be due to user deviating from the IFU (use error). It should be noted that the mitraclip instructions for use states: do not turn the arm positioner more than 1/2 turn in the open direction once initial resistance is felt to prevent device deployment. Inability to deploy the clip may result in worsening mitral regurgitation, cardiac injury, a single leaflet device attachment (slda), and / or conversion to surgical intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip opened while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dr) with a grade of 4+. When establishing final arm angle, the clip opened due to user error, as the knob was opened too far. The clip was able to be closed. The leaflet was re-grasped and the clip was successfully deployed, reducing the mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.